Event description:
It was reported, the endoeye flex deflectable videoscope displayed no image and had image noise. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation regarding no image and noisy image was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to damage of image sensor unit and breakage of the mounting components of the electric board due to stress, external factors, or handling. The event can be detected by following the instructions for use: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.